Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman interventional procedure. The sutures of the first prostyle were successfully pre-placed. Reportedly, when an attempt was made with a second prostyle device, there was difficulty opening the foot and the physician noticed that there was a kink in the area where the black sheath portion meets the metal guide. Therefore, the physician decided to remove the device and not deploy it. The sutures of a new prostyle were successfully pre-placed. The sheath was upsized to a 14f sheath and the watchman procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported bent sheath was confirmed. The reported difficult to close was not confirmed as the lever was opened, and the foot deployed with no resistance noted, then the lever was closed, and the foot fully retracted with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Factors that contribute to a bent sheath include, but not are limited to, handling, difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.